Manufacturer narrative:
(B)(4). No patient specific information has been provided through follow up with the health care provider and no device has been returned for evaluation. Without return of the device or additional information, we can not confirm the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards has received information that a presentation was given at the 67th annual scientific meeting of the (B)(4) association for thoracic surgery entitled "long-term results of the aortic valve replacement with ce bioprosthesis in chronic hemodialysis patient." It was learned that a 19mm valve was explanted after an implant duration of approximately one (1) year and eleven (11) months due to structural valve deterioration. The device was replaced with a 19mm valve with no complications reported.